Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer stated that the reservoir was empty and that at some point. The entire amount of insulin in the reservoir was delivered into her body. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.